Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing a normal dinner, with a fingerstick blood glucose of 326 mg/dl and subsequent downward trend to 260 mg/dl after troubleshooting and education, including sensor calibration and monitoring. Symptoms included feeling unwell earlier in the event and later feeling good, with no loss of consciousness or diabetic ketoacidosis reported. Outcomes included transient elevated glucose outside target for a couple of hours without medical intervention, hospitalization, or use of backup therapy. Investigation included review of event details, confirmation of cgm use with dexcom g7, and remote troubleshooting and education regarding site evaluation and calibration. Investigation of this case revealed no device alarms, no confirmed device malfunction, and that concurrent illness and stress were plausible contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to confounding factors such as illness and stress.